Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), product type catheter. (B)(4).

Event description:
It was reported the pump stalled and stopped and restarted different times. The pump was delivering morphine. Additional information has been requested but was not available at the time of the report.